Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 200 ohms it was noted there was no observations of noise. Troubleshooting was performed, and they were able to reproduce the out of range shock impedances. At this time, this lead remains in service. No adverse patient affects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).